Event description:
The nurse primed new infusion tubing which would be utilized to infuse an antifungal medication. The infusion pump ran initially, but began beeping "error." The nurse began troubleshooting by flushing the patient's PICC line, and also tried two other infusion pumps which both read "error." Once the nurse changed the ultrasite infusion tubing, the pump ran without further issues for remainder of infusion.